Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint is confirmed for use error - reuse of single-use product because reconnecting disconnected solution bags is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Event description:
This report addressess the issue of use error- reuse of single-use supplies. During troubleshooting with the baxter technical representative (tsr) for an alarm on home choice (hc) device during use, the home patient (hp) stated that the heater bag was empty. So, the hp switched a full supply bag and heater bag. The tsr advised the hp to end therapy and start over with new supplies. The tsr explained proper procedures for disconnecting supplies. The hp ended therapy and will finish with manual therapy. There was no patient injury or medical intervention indicated at the time of the initial report.